Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Performance data was collected from the device and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high.

Event description:
It was reported that during the implant, the physician was not able to advance the left ventricular (lv) lead as far as they would have liked due to poor patient anatomy. It was noted that the patient had no veins of significant size. The lv lead had no capture and dislodged within one day post-implant. The lv lead was explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45, lead, implanted: (B)(6) 2012. (B)(4).